Manufacturer narrative:
Per customer a proactive procedure has been implemented to verify unexpected results prior to reporting results outside the lab thereby preventing potential risk to patient safety. The procedure is to repeat all samples with accutni results greater than 0.5 ng/ml. The instrument is currently performing within the qc specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer was contacted by beckman coulter inc. (Bci) via accutni customer contact program and indicated some occurrences of non-reproducible false positive troponin (accutni) results generated by synchron lxi 725 clinical system. The results were not reported out of the laboratory. The customer did not report effect to the patients or user attributed or connected to this event.